Manufacturer narrative:
An event of difficult to insert (insertion into patient difficulties) was reported with a patient effect of perforation. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported difficult to insert with a patient effect of perforation could not be determined. A surgical intervention was a result of case specific circumstances, as the perforation was closed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage implantation performed in intratracheal intubation using a 14f amplatzer torqvue 45x45 delivery sheath. The anatomy was difficult and kinking of v. Femoralis. There was some difficulty noted while inserting the delivery system. The transseptal puncture (tsp) was straight forward. The physician punctured through the skin incision with the scalpel the artery and v. Femoralis was ruptured during insertion of the delivery system. The case was aborted. The vascular surgeon sutured both vessels as an emergency procedure. The patient was transferred to intensive care under stable conditions. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage implantation performed in intratracheal intubation using a 14f amplatzer torqvue 45x45 delivery sheath. The anatomy was difficult and kinking of v. Femoralis. The transseptal puncture (tsp) was straight forward. The physician punctured through the skin incision with the scalpel the artery and v. Femoralis was ruptured during insertion of the delivery system. The case was aborted. The vascular surgeon sutured both vessels as an emergency procedure. The patient was transferred to intensive care under stable conditions. The patient was reported stable.